Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was an endovascular aneurysm repair (evar) in the abdominal aorta. The supracore guide wire was used in the procedure and during removal of a balloon dilatation catheter, some resistance was noted with the guide wire as there was a rough spot. When removed from the anatomy, it was noted that there was a portion of the wire with missing teflon. It was also noted that this portion of exposed wire appeared to have a bump or notch. The physician does not believe that any portion remained in the patient and no intervention was performed to remove anything. There were no reported adverse patient effects; however, as the portion is missing and cannot be seen under fluoroscopy it is possible it remained in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional and functional inspections were performed on the returned guide wire, and the reported difficult to remove and irregular texture were confirmed. The reported material split, cut, torn or portion with missing teflon was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined that the reported difficulties appears to be related to operational circumstances of the procedure. It is likely that manipulation of the guide wire during advancement and/or use, the intermediate/butt solder joint became damaged causing the coils to unravel causing the reported irregular texture, and the difficulty to remove during retraction and subsequent noted damages to the coils. Based on the returned analysis of the wire, there does not appear to be any missing portion of teflon on the wire as reported. Based on the design of the guide wire, only the proximal core and proximal coil ribbon are to be coated with teflon, then are soldered together at the intermediate/butt solder joint. The noted teflon coating scratches and likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.